Event description:
Information was received indicating that a smiths medical cadd solis vip pump had low audible volume even when set to high. There was no patient involvement in this event. No adverse effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found no evidence of reported problem. Visual inspection and function testing were performed. The customer's concern regarding low volume was duplicated. According to the investigation, the reported problem was caused by faulty front speaker. The pump front speaker will be replaced. The problem source of the reported problem is unknown.